Event description:
It was reported through the research abstract ¿combined mechanical circulatory support for ventricular fibrillation in left ventricular assist device patient¿ that heartmate 3 (hm3) may be associated with arrhythmia and right heart failure. This case study presented a bridge to transplant patient with dilated non-ischemic cardiomyopathy. The patient experienced incessant ventricular arrhythmia for 35 days despite direct current cardioversion and anti-arrhythmic medications. The patient remained stable until 3 weeks into these episodes, where they had hemodynamic collapse due to right heart failure. The patient was placed on a venoarterial extracorporeal membrane oxygenator (va ECMO) and along with hm3 support they were able to achieve hemodynamic and metabolic stability.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Date of event has been entered as the same as published date since date of data collection was not provided. Abu akel, m., shaul, a. A., goldenberg, g. R., barac, y. D., ben-avraham, b., gorfil, d., aravot, d., & ben-gal, t. (2022). Combined mechanical circulatory support for ventricular fibrillation in left ventricular assist device patient. Esc heart failure. Https://doi.org/10.1002/ehf2.13980. Heart failure unit, department of cardiology, rabin medical center-beilinson hospital, petah tikva, israel, sackler faculty of medicine, tel aviv university, tel aviv, israel, department of cardiovascular medicine, lady davis carmel medical center, haifa, israel, rappaport faculty of medicine, technion israel institute of technology, haifa, israel, israel; heart failure unit, department of cardiology, rabin medical center-beilinson hospital, petah tikva, israel, sackler faculty of medicine, tel aviv university, tel aviv, israel, israel; sackler faculty of medicine, tel aviv university, tel aviv, israel, cardiac electrophysiology and pacing unit, department of cardiology, rabin medical center-beilinson hospital, petah tikva, israel, israel; sackler faculty of medicine, tel aviv university, tel aviv, israel, department of cardiothoracic surgery, rabin medical center-beilinson hospital, petah tikva, israel, israel. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 device and the reported events could not be conclusively determined through this evaluation. The research abstract titled ¿combined mechanical circulatory support for ventricular fibrillation in left ventricular assist device patient¿ was received. The study case followed the management of a bridge to transplant heartmate (hm) 3 left ventricular assist system (lvas) patient. The patient suffered incessant ventricular arrhythmia for 35 days despite efforts to convert to normal rhythm with external direct current cardioversion and administration of anti-arrhythmic medications. The patient remained stable while experiencing the arrhythmia and there was no progression to asystole; however, the patient developed right heart failure in the third week which caused hemodynamic collapse. The patient was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO), and along with the hm3 lvas support, hemodynamic and metabolic stability was achieved. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, is not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section of the IFU, ¿introduction¿, lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section of the IFU, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.